Event description:
It was reported that a patient underwent a right hemicolectomy through a laparotomy in which seprafilm was used. It was further reported that the seprafilm was placed directly under the peritoneum. On an unreported date following surgery, adhesions among the peritoneum, omentum, ileum, anastomosis, and transverse colon were observed. The patient also experienced an intestinal obstruction. Treatment for the events was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.